Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call serious injury and air bubbles anomaly. Customer¿s blood glucose level was 343 mg/dl. Customer experienced multiple air bubbles inside of their reservoir which resulted in high blood glucose levels. Customer was admitted into the hospital because of their high blood glucose levels.